Event description:
It was reported that the ilet device¿s display screen was cracked and could no longer be used, resulting in a nonfunctional user interface and necessitating replacement of the device. Symptoms included no reported injury or clinical effects. Outcomes included no impact on health, no alarms, and continued therapy via replacement device. Investigation included a review of the event details and processing of a device replacement for a damaged screen. Investigation of this case revealed physical damage to the display component consistent with a broken or cracked screen, with no evidence of device-generated alarms or patient harm. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.